Manufacturer narrative:
(B)(4): on an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized. The cause of and treatment for the event were not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.